Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for printing-ink splatter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and printing-ink splatter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for printing-ink splatter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and printing-ink splatter was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, "the tube was dirty".